Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. At this time it is not possible to assign a definitive root cause for the event as reported. As noted in the precautions within the device instructions for use, "free movement of the guidewire within a catheter is an important feature of the steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." Based on the information provided to date, clinical and/or procedural factors appear to have impacted on the event as reported. It was reported that the patient was of advanced age, so well over 18 years old. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
The eluvial stent did not deploy properly when being deployed, however the surgeon was able to successfully oppose it to the vessel wall using a sterling balloon. Additionally, the eluvia stent delivery system became stuck on the 0.014 thruway guidewire and could not be removed off of the wire. The surgeon had to remove the eluvia stent delivery system by cutting it away from the wire. Both the 0.014 thruway guidewire and the stent delivery system were removed from the patient. No harm was caused to the patient and the remainder of the procedure was completed with success.